Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refp0056 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported "one of the valves does not hold the blood, so once the catheter is inserted it backs up profusely. There has been no harm to the patient. During implantation, the defective catheter has been replaced by another. The catheter has not been preserved."